Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left "pain in chest and then in the body, discomfort." Patient also reported "palpable alterations", "contracture baker grade ii," and rupture. The events of "nodules (steatonecrosis)" and cysts are not related to device. Device remains implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and "this device lot was recalled." Imaging reported ¿bilateral intracapsular heterogeneous tissue, nonspecific, but usually related to silicone-induced granuloma¿ and ¿absence of atypical lymph node enlargement¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.